Event description:
It was reported that balloon ruptures occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified subclavian artery. Several wires were introduced before one was finally able to cross the lesion. A 2mm x 20mm x 143cm coyote es balloon was advanced but was unable to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon was able to cross but during dilatation, on the first inflation at six atmospheres, the balloon ruptured. The 2mm x 20mm x 143cm coyote es balloon was introduced a second time but the balloon ruptured at about four atmospheres on the first inflation. A 2.5mm x 20mm x 144cm coyote es was introduced and inflated once to six atmospheres and on the second inflation at six atmospheres this balloon also ruptured. Dilation was performed with a different balloon to complete the procedure. No patient complications were reported.